Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. A review of the device history record could not be conducted because a lot number was not provided. The root cause of the reported condition stated by the customer could not be determined because the sample was not returned. The manufacturing process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the feeding tube was placed at 10:15 am and was left closed. At 11:15 am an enteral feed was started at 25 cc per hour and leaking was noticed near the connection.